Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients parent that the leadless implantable pulse generator (ipg) was inactivated and replaced for an unknown reason. No patient complications have been reported as a result of this event.